Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem usb cable and wall adapter. The customer's blood glucose (bg) level was 405 mg/dl. A replacement usb cable and wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement cable and adapter resolved the issue; however, the customer did not respond.